Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a signal artifact monitoring (sam) episode along with noise on this right ventricular (rv) channels. This resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) recommended to have the patient seen in clinic to investigate for potential lead integrity issue. This rv lead currently remains in service. No adverse patient effects were reported. Additional information received indicated that his rv lead exhibited low out of range pacing impedance measurements, measuring less than 200 ohms.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had a signal artifact monitoring (sam) episode along with noise on this right ventricular (rv) channels. This resulted in the minute ventilation (mv) feature being disabled. Technical services (ts) recommended to have the patient seen in clinic to investigate for potential lead integrity issue. This rv lead currently remains in service. No adverse patient effects were reported.